Manufacturer narrative:
Samples received: none, but units from stock requested for analysis. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch and (B)(4) were in stock at the moment of the analysis of the complaint. No samples have been received from the customer, however as there are samples available in stock that have analyzed. Tightness test to the closed samples tested has been performed and the units are tight. Tested the needle attachment strength of the closed samples from stock and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples analyzed from our stock fulfill the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take action in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaints: (B)(6). The needle is not attached to the thread. Needle is separated from the thread. Needle detachment.